Event description:
Reporter indicated that patient had a "broken lead = short causing loe and left chest wall pain. Was sent to surgeon to repair it." Patient underwent generator and lead replacement. Three good faith attempts were made with this physician to obtain further information. No further information has been received. Explanted leads were discarded by hospital therefore product analysis cannot be performed.